Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood leakage with the use of the wingset pbbcs. According to the customer's report, a small amount of blood leaked for the first tube and a large amount of blood leaked for the third tube. The leakage was observed inside the holder."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood leakage with the use of the wingset pbbcs. According to the customer's report, a small amount of blood leaked for the first tube and a large amount of blood leaked for the third tube. The leakage was observed inside the holder."

Manufacturer narrative:
H.6. Investigation: bd received 8 photos as well as 1 contaminated physical sample from the customer in support of this investigation. The photos and sample were evaluated and the customer's indicated failure mode of sleeve failure (leakage) was observed as the np needle appeared to be protruding out of the sleeve, creating a hole in the sleeve and an opportunity for sleeve leakage. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s reported failure mode with the photos and sample provided. The root cause of the sleeve leakage is a damaged sleeve/hole in sleeve coming from the cannula supplier. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood leakage with the use of the wingset pbbcs. According to the customer's report, a small amount of blood leaked for the first tube and a large amount of blood leaked for the third tube. The leakage was observed inside the holder."